Event description:
It was reported that during plate removal at c5-6 due to successful fusion at the current site, the locking mechanism of the ozark plate was no longer attached to the implant post-operatively. A new plate and cage were placed at the level above and the procedure was completed successfully.

Manufacturer narrative:
Hospital retained the device.

Event description:
It was reported that during plate removal at c5-6 due to successful fusion at the current site, the locking mechanism of the ozark plate was no longer attached to the implant post-operatively. A new plate and cage were placed at the level above and the procedure was completed successfully.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device history records could not be reviewed as a valid lot number was not provided and could not be obtained. A review of complaint history associated with the subject catalog number was performed and no adverse trends were observed. Initial report states that as the surgeon was removing the plate from a previous procedure, the locking mechanism was loose and no longer attached to the plate. It was reported via follow up communication that the plate was being removed to add a new plate and cage a level above. It was noted the plate was not bent. The patient fused at the levels of reported plate, c5/6. Ozark view and guide surgical technique was reviewed: note: ¿do not over angulate screws beyond their indicated limit, doing so could result in the inability to lock the cover.¿ ¿plate geometry should prevent the locking cover from rotating beyond the intended 90°. Do not rotate the locking cover past the clockwise stop on the plate.¿ ¿adequately instruct the patient. Postoperative care and the patient¿s ability and willingness to follow instructions are two of the most important aspects of successful healing. Internal fixation devices are load sharing devices which maintain alignment until healing occurs. If healing is delayed or does not occur the implant could eventually break, bend or loosen. Loads produced by load bearing and activity levels will impact the longevity of the implant.¿. Due to no product return the root cause could not be determined conclusively. Potential root causes include, but are not limited to: patient non compliance, patient trauma, known inherent risk after successful fusion, improper placement of implants, non-union, pseudo, and over angulation of screws.